Event description:
Customer reported a leak at tubing attachment to filter. Lines had been primed with saline. Leak was noticed after priming. Chemotherapy had not yet been administered.

Manufacturer narrative:
(B)(4). The device has been received but the eval has not been completed. A f/u report will be submitted once the failure investigation is completed.